Event description:
V60 has leakage of oxygen connector.

Manufacturer narrative:
H10 the authorized service provider (asp) engineer performed troubleshooting which included exchanging the oxygen connector. The asp engineer then confirmed that the oxygen connector was in fact leaking and therefore replaced the oxygen connector. The device passed required performance verification tests per philips standard and was returned to service. H11 updated contact information and contact office entity.